Event description:
Litigation papers allege the bilateral patient suffered symptoms including, but not limited to pain, soreness and difficulty walking. Doi: 2010 - no reported revision. (B)(6) 2012- medical records were received. Medical records indicate left side was revised (B)(6) 2012 and heterotopic ossification was noted in records. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.